Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient reports that she does not always disconnect when she primes. This happened on (B)(6) 2013 and her blood glucose (bg) was 60 mg/dl with dizziness, disorientation and a warm feeling. Customer support (cs) instructed patient to never prime while connected and that it is important if she has to prime, to disconnect in order to avoid delivering insulin that is not needed. Reinforced she can be off her pump for up to one hour and if she has a loss of prime she should disconnect and prime if continues to give that alarm to call us so we can troubleshoot. Stressed the danger of low bg occurring. There is no allegation of pump malfunction. This complaint is being reported as the patient experienced hypoglycemia after the use error of priming while still attached to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error should be considered as the patient primed while attached.